Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is complete. As received, the monitor was fully functional and able to detect and treat a pt. Device eval of electrode belt sn (B)(4) is complete. As received, the belt failed incoming functionality testing. Upon eval, esd700 was internally shorted to ground. The root cause for the shorted esd700 component cannot be positively determined. Esd700 is a noise filtering component on the belt distribution node pca board. Review of the pt's ECG strips does not indicate a device failure prior/during treatment delivery. There is no reason to suggest that the damaged electrode belt caused or contributed to the pt's death. Device MFR date: electrode belt sn (B)(4) - 05/01/2014 (reuse). Add'l MFR narrative: zoll engineering analysis of the event concludes that the lifevest electrode belt was likely being disconnected from the monitor and the garment was likely being removed from the pt when the second treatment was delivered. The removal of the electrode belt is consistent with the low energy pulse and the abnormal shutdowns seen in the pt's flags. The removal of the pt's garment is consistent with the impedance of 0 ohms.

Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2015. Prior to passing, the pt received two defibrillation shocks. The lifevest detected ventricular fibrillation (vf) at 05:32:42. The first defibrillation pulse was delivered in response to vf at 05:34:23. The post shock rhythm was ventricular tachycardia (vt) with CPR artifact at 05:59:20. The pt's ECG strips show two non-lifevest treatments between 05:59:20 and 06:02:11. The pt received a second defibrillation at 06:02:11. The second defibrillation delivered a low energy pulse at an impedance of 0 ohms. The ECG strips were not available for this defibrillation as a result of abnormal shutdowns at 06:02:16 and 06:02:52. The device was shutdown at 06:20:07. It was reported that the pt passed away at 07:45:00 that morning. The pt was reported to be on the way to the hosp at the time of the event. It was reported that the pt made it to the emergency room (ER), where the ER staff removed the lifevest and began CPR. The response buttons were only pressed before the first treatment was delivered.